Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips engineer inspected the system remotely and confirmed that the geometry movements were partly available. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse examined the system and found that geometry ipc cannot be started. The fse replaced the geometry ipc and installed the software. After the replacement, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movement was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not moving. Troubleshooting actions showed a problem with the geo ipc. The fse replaced the geo ipc and returned the system to use in good working order.